Event description:
It was reported that the surgeon attempted to insert a competitor's lens and a haptic was torn off and got stuck in the cartridge. The reporter stated the incident was caused by the injector. No patient injury reported. Additional information was requested but none forth coming. If additional information is received a supplemental medwatch form will be submitted.